Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that patient was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was unknown mg/dl. The customer was admitted to the hospital. The customer cause of hospitalization was diabetes ketoacidosis. The customer was experiencing symptoms of vomiting all day, abdominal pain, and feeling weak. The customer was treated for high blood glucose with the pump. The customer was currently in the hospital yesterday evening. The customer was assisted with performing high pressure test and it passed. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to follow up with health care provider concerning unexplained high blood glucose.